Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that since the spinal cord stimulation rep programming in (B)(6) 2018, they had been experiencing electric shocks up their back and arms. The patient reports they switched the device off for 30 hours then experienced tingling in their face. Factors that may have led or contributed to the issue remains unknown. Troubleshooting performed received a magnetic resonance imaging (MRI) of their back and head on (B)(6)2019. Patient states that they were commenced on pregablin. Actions taken reported that the patient has kept the spinal cord stimulator (scs) off since the event as they were concerned that it would increase the shooting pains. The issue was not resolved. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator; product ID: neu_unknown_ext, lot# 0212626828, explanted: (B)(6) 2018, product type: extension; product ID: 977a1, lot# unknown, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 3550-29, serial# unknown, product type: accessory. Analysis of the ins (s/n: (B)(4)) found the device to be functionally okay. Analysis of the lead (s/n: ) found the product to be cut through/segmented. Analysis of the anchor found no anomalies. Analysis of the plug/boot found no anomalies. Fdc pertains to the ins (s/n: (B)(4)). Fdm and fdr pertain to the lead, anchor, and plug/boot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97702 serial# (B)(4). Product type implantable neurostimulator product ID neu_unknown_ext lot# 0212626828. Explanted: (B)(6) 2018. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97702, serial# (B)(4), product type: implantable neurostimulator, product ID 64002, lot# 0212626828, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient replaced their old implantable neurostimulator (ins) and leads on (B)(6)2018. The old device and extension were left in the patient which reported shocks on shoulder even with stimulation off during a reprogramming follow up appointment on (B)(6) 2018. The patient still reported non-standard sensations and had sent attached questions. Factors that may have led or contributed to the shock was the old system which were explanted on (B)(6) 2018. The patient was booked for reprogramming on (B)(6) 2019 but did not show up. Interventions included a reprogramming on (B)(6) 2019. The reason the old system was not explanted was that the procedure would have extended beyond 3 hours requiring repositioned of patient. The new system was implanted because the patient experienced reduced stimulation and impedances were out of range. It was reported that the patient experienced shocking with the older system. Explant occurred on (B)(6) 2018 of the old system as a procedure was planned. The patient had a review with a consultant on (B)(6)2019 and the decision made to explant was made on the basis of hypersensitivity dysesthesia due to overstimulation. The cause of the shocking could not be explained as the patient had an MRI on (B)(6) 2019. The system was switched off by the patient two days later after reprogramming on (B)(6) 2018. The patient still continues to experience shocking pain and there is a planned device explant in (B)(6).